Event description:
A 6f angio-seal sts plus was selected for use. A pseudoaneurysm formed as a result of the procedure requiring surgical intervention. No additional information received at the time of this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.